Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigation did not confirm the customer reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The instrument housing was removed during the failure analysis and no damage was found. The failure analysis of the returned vse found no errors in the log. The failure analysis and in-house testing of the vessel sealer extend revealed no issues related to the customer reported event. Additional inspection at the distal end of the vse found the insulation of the conductor wire to be damaged. The insulation was cut, exposing the wire within it. No wires were found to be broken or frayed. No thermal damage was observed. The instrument successfully passed the energy recognition test and delivered energy during testing without an issues. The insulation was lifted, no pieces were missing. The root cause of the conductor wire insulation damage is typically attributed to mishandling/misuse. The probable root cause of the conductor wire insulation damage is typically attributed the mishandling/misuse. Damage to the instrument¿s conductor wire can also occur during reprocessing or cleaning. This complaint is considered a reportable malfunction due to the following conclusion: the instrument was found to have conductor wire damage with exposed internal wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure the vessel sealer extend instrument stopped working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.